Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient experienced a loss of pain relief. On (B)(6) 2014, fluoroscopy was performed and the healthcare professional was unable to aspirate or inject as the catheter was completely occluded. On (B)(6) 2014, surgical intervention was performed to splice the catheter. The severity was noted as moderate and related to the device/therapy. As of (B)(6) 2014, the patient recovered without sequelae and pain was well controlled. The device system was used to deliver morphine.